Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge in the smart mount or side port of the device. The user also attempted a known working charger with like results. The user indicated the battery was also checked to confirm the battery is properly seated. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact.